Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The display was replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit had a system malfunction error during boot-up. There was no report of patient involvement.